Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead during atrial arrhythmia episodes. It was further reported that the right ventricular (rv) lead had chronic high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.